Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was backflow from the primary solution bag to the piggyback bag several times could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that 2 unspecified bd intravascular administration sets experienced flow issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. A sales representative (B)(6) called product surveillance regarding an issue with (1) cl secondary med set, luerlock (product code: 2c7462, lot: unknown). The (B)(6) did not know the lot number. It was reported that an experienced nurse stated there was backflow from the primary solution bag to the piggyback bag several times over the past weekend and that the customer had their nurse give the primary and secondary tubing that they had issues with in the morning of (B)(6) 2021. It was reported that a carefusion pump was used with a carefusion primary set and a secondary set as well as a primary bag of 250 ml saline and an unknown secondary bag. The sr did not know any other product details. It was reported that the ivpb bag was about half full at one point/ halfway infused as it should've been. Later, it was observed that the IV was beeping and the primary bag was dry. The pump was set for secondary ivpb to infuse and that is what the pump was indicating. The clamp was not on. The primary bag had backflowed into the piggyback bag. There was patient involvement, but no patient injury. The sr did not have any patient information. No other information was provided.